Event description:
It was reported that the patient presented to a different medical center and expired shortly after arrival to the emergency room. No additional information regarding the cause of death was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.